Event description:
Medtronic legal received information regarding hospitalized due to low blood glucose from the attorney of the family. The information received on march 08,2022 stated the following reporter alleges unspecified critical error. The customer was using a medtronic minimed 670g insulin pump. No further patient complications were reported. Troubleshooting was performed and the customer will discontinue use of the device. Unomed inf set, frn-unk-rsvr ,ozp-mmt-7020-snsr,mds-unk-xmtr.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.